Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation had been initiated based on the reported information.

Event description:
Customer initially reports carbite tip broke off during a procedure (B)(6) 2014 cs manager reports patient had abdominal hysterectomy, found tip of needle holder missing, did xray and removed it from the abdomen. (B)(6) 2014, customer reports no subsequent harm to the patient.